Manufacturer narrative:
A review of the image result files showed that cell 1 resulted as negative but was visually weak pos; cells 2 and 3 visually appeared negative as reported by the instrument. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On 09jun2016, a customer reported that during validation studies, unexpected negative reactivity was obtained with a sample known to have anti-c.